Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The image was noisy which may have ben due to a defective charge-coupled device unit. Also found during the inspection, were stretched angle wires. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the physician stated the gastrointestinal videoscope presented a blurred image on the screen when observed by close distance. The physician completed the examination. No patient harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter.

Event description:
Additional information was received from the reporter. The issue occurred during a diagnostic procedure. The intended procedure was completed with the same device and no significant delay. The customer had checked the equipment before using but could not find any issue. The blurry imaged appeared when the physician observed the target at a close distance.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the blurry image was due to a damaged charged coupled device unit. The root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿inspection of the endoscopic image.¿olympus will continue to monitor field performance for this device.